Event description:
During reinfusion, air detector alarm activated. Caretaker could visualize no air in lines or drip chambers. Reset button pressed. Air noted emerging from chamber at that time and suspicion that air embolism may have been delivered to pt. Upon eval of machine, noted that spring hold drip chamber was loose.